Manufacturer narrative:
(B)(4). (Exemption number e2015033). Additional information: the patient is currently under treatment of bilateral ear infections. However, no available information is pointing to the device having caused or contributed to the observed infection, as a review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. Additionally, the received in situ measurements show elevated impedances on all channels and one channel with hi impedance. The ground path impedance is also elevated. Since there is also a trauma reported, it cannot be determined whether this is attributable to the reported medical condition (infection, negative middle ear pressure and ear fluid) or to the trauma. Furthermore, several electrodes have been disabled as they are reportedly extra-cochlear. No further information is received. Therefore an exact root cause for the high channels cannot be determined at this point.

Event description:
Patient has a history of chronic middle ear issues. At the last follow up, he presents with negative middle ear pressure in both ears. He is currently being seen by a physician for treatment of bilateral ear infections. Additionally, the patient reportedly fell and hit his head on the right side. Patient is undergoing treatment for middle ear fluid and will return for follow-up visit once fluid has cleared.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the last follow up he presents with negative middle ear pressure in both ears. He is currently being seen by a physician for treatment of bilateral ear infections. Additionally, the patient reportedly fell and hit his head on the right side. It is unknown if the patient's hearing performance is affected because the patient has autism and not able to reliably report. Also, it is unknown whether or not in situ measurements have been affected by middle ear fluid alone or the bump to the head. Patient is undergoing treatment for middle ear fluid and will return for follow-up visit once fluid has cleared.